Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed bright red urine during impella support, and the care team treated the finding as suspected hemolysis. Imaging showed the impella inlet positioned shallowly at approximately two centimeters from the aortic valve, and the device was repositioned so the inlet sat in the mid-ventricular space. The patient remained in automatic mode for several hours and was later transitioned to a higher performance level, during which intermittent suction occurred and volume was administered. Despite these adjustments, the patient continued to have red-colored urine. The patient subsequently died while on support.

Manufacturer narrative:
Investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries could not determined due to insufficient clinical details. Data logs analysis: (4hours of log only available), no mc spike, no placement signal issue , no positioning alarms observed. Log review reflected low pump flow after 2hours and 10 mins of support @p9/p8/p7 during issue time suction alarms occurred and a purge spike observed. There were no clear indication to confirm root causes. The root could not be determined due to complaint device not returned and lack of clinical details. The patient remained in auto mode for 3 hours, then transitioned to p9 where it had intermittent suction- volume given (500ml). It is unknown if the blood given resolved suction issue due to lack of clinical details.